Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a primary breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced bilateral autoimmune disorder post-operational including symptoms of fatigue, joint pain, muscle pain, brain fog, blurry vision, night sweats, occasional vertigo, heart palpitations, hormonal imbalance, metallic underarm body odor, food sensitivities, adrenal fatigue, extreme neck, shoulder, and back pain, swollen glands, lower libido, neuropathy, numbness of pins and needs in arms and hands, reduced memory recall, and temperature intolerance. The patient was also diagnosed with sjogrens and fibromyalgia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
Additional information: on 8/26/2019, mentor became aware that manufacturer's report number 1645337-2019-15404 is a duplicate to this report. All further supplemental reports will be submitted under this manufacturer's report number 1645337-2019-15831. Manufacturer¿s reference number: (B)(4).